Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection, asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation procedure with a mentor memorygel breast implant 425cc gel breast prosthesis (left device) and a mentor memorygel breast implant 400cc gel breast prosthesis (right breast prosthesis) developed an infection in both breasts post implantation. Additionally, the patient suffered from bilateral breast asymmetry as well as left breast implant palpability/visibility. As a result, the patient underwent bilateral explantation on(B)(6) 2018. The patient later underwent bilateral replacement surgery with a mentor memorygel breast implant 475cc gel breast prosthesis and a mentor memorygel breast implant 450cc gel breast prosthesis on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.